Event description:
It was reported that the rv lead was showing evidence of lead fracture and insulation damage with high pacing lead impedance and high capture threshold. Lead noise was also observed. The lead was explanted and replaced. There were no complications during or after procedure.

Manufacturer narrative:
A fracture of the inner coil was found at 11.0cm from the connector pin. This fracture is consistent with the observation from the field of noise, high lead impedance, and unacceptable threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.